Manufacturer narrative:
This case has been reviewed retrospectively as part of CAPA (B)(4) and it has been decided to be reportable. (Background: a software error has evaluated 21 cases as non-potential safety events. The retrospective review has evaluated 4 of the 21 as reportable. The sw error has been corrected). In this case there has not been reported any serious injury (no permanent harm, no medical or surgical intervention). The device may have malfunctioned (no samples available for test) and it cannot be ruled out that it - theoretically - can cause or contribute to a serious injury should it recur. This is due to it's a high power device. This is considered a single incident and will be included in regular trending. No corrective actions has been initiated based on this individual event.

Event description:
As reported by the local hearing aid dealer: aids beep "a couple times and then 'boom! They get real loud" - painful. Patient has not seen physician and has continued to wear aids but they suddenly get really loud. No explanation with cursory review of settings except cr's very high and erratic, reaching gain curve at some frequencies. Have the symptom(s) disappeared completely? Yes.